Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 53 mg/dl at the time of incident and the current blood glucose level was 88 mg/dl. Customer experienced no symptoms for low blood glucose event. Customer was treated with glucagon and glucose and food for low blood glucose level. Customer was assisted with troubleshooting for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer stated that the auto mode feature was on at the time of low blood glucose event. Customer stated that the insulin pump was not alleging under delivering. Customer stated that the insulin pump had passed the displacement test. The insulin pump will not be returned for analysis.